Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the device made a whistling noise. On (B)(6) 2018, it was stated by the sales representative that the hose had a hole and the noise was coming from the hose. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device didn't cut smoothly and the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve and phss screw were replaced. This is not a related issue. Product review of the air dermatome by medicrea was not performed due to the device returned for evaluation at the time of this investigation. The sale representative tested the device and noticed that there was a hole in the hose and this noise was coming from that. A new hose was ordered for the customer. Repair of the air dermatome was not performed by medicrea due to the device returned for evaluation at the time of this investigation. The sale representative tested the device and noticed that there was a hole in the hose and this noise was coming from that. A new hose was ordered for the customer. The reported event "the device made a whistling noise" was not confirmed due to the device not being returned for evaluation at the time of this investigation. The root cause of the device making a whistling noise could not be determined with the provided information since the device was not returned for evaluation at the time of this investigation. Based on the information that was provided the root cause of the reported event could not be specifically determined.

Event description:
The device makes a whistling noise upon using. The sales rep tested the device and noticed that there was a hole in the hose and this noise came from that. Event occurred during surgery, and as the surgery team suspect the device to be faulty, they used another device to complete the surgery. No harm caused to the patient or user of the device. No adverse events were reported as a result of this malfunction.